Event description:
Note: per FDA request (telecon on (B)(6) 2013) complaint from clinician for 3 different patients (B)(6) will be separated into 3 different mdrs. Original MDR ref# 2023950-2013-000010 will be updated to reference patient 1 only. This MDR (ref# 2023950-2013-000011) will reference patient #2 and MDR ref# 2023950-2013-000012 will be for patient #3. Original complaint was received will be for patient #. Original complaint was received on (B)(6) 2013 and initial MDR ref. 2023950-2013-000010 was sent to FDA on (B)(4) 2013. For this MDR, aware date will be considered as FDA contact date, (B)(4) 2013. Clinician reported three cases where the implants failed to osseointegrate. The details are as follows: patient 2: two implants (p/n 07460, lot#20244, expiration date: 01/31/2015) were placed on (B)(6) 2013 and were never loaded. They were removed on (B)(6) 2013. The patient had both high (type I) and moderate (type ii) density bone.

Manufacturer narrative:
User documentation (technique manual, p/n l8019-tm) specifies that immediate loading is suitable only if sufficient primary stability of the implant is achieved at the time of placement. Also, the recommended implant insertion torque and implant attachment torque is 30n- cm. If the implant placement torque is less than 30 n-cm, then the attachments should only be hand tightened. The implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. The healthcare professional noted that the implants failed to osseointegrate, but did not indicate whether primary stability had been achieved during the implant placement. Patient 2 (p2): the lower right implant was torqued to approximately 30 n-cm and the lower left implant was torqued at greater than 35 n-cm. It was noted that for p2 (1 implant), the recommended placement torque was exceeded and may have contributed to the implant failure. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone an is rejected by the body, the cause is unknown. The implants' history records were reviewed and no discrepancies or issues of non-conformance were noted. Implants were manufactured to specifications. No further action is required.